Event description:
Patient reported infusion set tubing separated from the luer lock connection. She indicated that she did not notice any insulin leakage due to inner tubing remaining intact. Pt experienced elevated blood glucose of 224-230 mg/dl. Her normal range is 70-150 mg/dl. She changed the infusion set and administered a 4 unit bolus to address the elevated blood glucose level. Patient did not report any symptoms associated with the elevated blood glucose leve. No medical assistance was reported. Product was requested to be returned for evaluation.